Event description:
It was reported that the pt was feeling pain around the pocket. The pocket was revised and nothing abnormal was found. Further testing indicated that the pt had a granuloma. Specific details regarding testing were not provided. A revision was done and the neurosurgeon dissected the granuloma and trimmed the catheter back below the granuloma. The pump was used to deliver morphine. No changes were made to drug concentration or dosage. The pt's outcome was not reported.

Manufacturer narrative:
Catheter.